Manufacturer narrative:
Other, other text: this remediation MDR was generated under (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) was not applicable. Investigation found that the device had ec116 that is the cause of the blockage alarm due to the downstream occlusion sensor (dso). The root cause of the issue could not be determined. Replaced the dso sensor.

Event description:
It was reported that the pump exhibited a blockage alarm and will not load syringe cartridge. No patient injury was reported.